Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient medications include but are not limited to: metformin, isosorbide mononitrate, potassium chloride, cetirizine, amiodarone, pravastin, lisinopril, asprin, flunisolide, niacin, tamsulosin, amlodipine besylate. Review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent endovascular repair with gore® excluder® aaa endoprosthesis featuring c3® delivery system for an abdominal aortic aneurysm measuring 80.4mm in diameter and bilateral iliac artery aneurysms. The patient tolerated the procedure. Three days prior to the endovascular repair, the patient underwent coil embolization of the left internal iliac artery. On (B)(6) 2015, the patient underwent thombectomy of the right common femoral artery, superficial femoral artery (sfa) and profunda with a fogarty embolectomy catheter. Completion arteriogram showed showed flow through the profunda but not the sfa.

Event description:
On (B)(6) 2015, this patient underwent endovascular repair with gore excluder aaa endoprosthesis featuring c3 delivery system for an abdominal aortic aneurysm measuring 80.4mm in diameter and bilateral iliac artery aneurysms. The patient tolerated the procedure. Three days prior to the endovascular repair, the patient underwent coil embolization of the left internal iliac artery. On (B)(6) 2015, the patient presented with bi-lateral buttock pain and left foot pain. A computed tomography (CT) scan demonstrated occlusion of the left common iliac artery (lcia) stent graft (ipsilateral leg side) in it's entirety from the aortic bifurcation, to the level of the common femoral artery (cfa). There is also occlusion of the right iliac common iliac artery (rcia) graft (contralateral leg/bridge graft) in it's entirety from the aortic bifurcation to the level of the common femoral artery (cfa). Non occlusive circumferential thrombus is also present. A fogarty thombectomy of the lcia and rcia and external iliac arteries and graft limbs; as well as a distal fogarty thrombectomy of the right cfa was performed. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent treatment for thromboses of the right common femoral artery. An open approach thrombectomy was performed on the common femoral, superficial femoral artery, and the profunda. Completion arteriogram showed showed flow restored through the profunda but not the sfa. The patient tolerated the procedure.